Event description:
The complaint info states that the customer has been having hypoglycemia and on one occasion had to have an ambulance called. Their xceed meter was set to mg/dl when they first bought it. The customer had experienced ongoing problems for 2 months before their doctor referred pt to a diabetes educator who picked up the problem that it was not set to mmol/l.